Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's husband reported the patient passed away on (B)(6) 2010. The cause of death was not provided. No further information is available at this time.